Event description:
On (B)(6) 2011, the patient notified the physician that she was hearing a pump alarm. She had been hearing the alarm on and off for 3 weeks but thought it was her power wheelchair. She had return of stiffness, but attributed this to other medical issues. She went into the office and it was determined that the pump was having repetitive motor stalls and recoveries. The patient was given oral baclofen and was referred to a surgeon for pump replacement. The physician thought she had already gone through withdrawal without sequela. The pump was replaced. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver compounded baclofen 500 mcg/ml at 64.94 mcg/day.

Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.